Event description:
It was reported that during a procedure the fiber was firing forward instead of from the output window. No tissue adhesion, prostate stones or console errors were encountered. The fiber was exchanged and a second fiber of the same model was used to complete the procedure. There was no patient or user harm.